Event description:
Autoguard function not working on this IV catheter. The catheter is supposed to not allow blood flow to return out of placed catheter when starting IV. Leaves potential for blood exposure. Blood flowed through catheter. 2nd occurrence.

Event description:
Autoguard function not working on this IV catheter. The catheter is supposed to not allow blood flow to return out of placed catheter when starting IV. Leaves potential for blood exposure. Blood flowed through catheter. 2nd occurrence.